Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that there was quick implantable neurostimulator (ins) discharge. Premature battery depletion was alleged. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The lead configuration was 2x8 and it was programmed with a1 4+,5-,6+,12-,13+, pulse width of 360us, amplitude of 0.0 volts and a2: 3-,7+,11-,15+, pulse width of 420us, amplitude of 5.5v, and rate of 80 hz. The ins was replaced and the issue was resolved at the time of report.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomalies. The battery had normal end of life with telemetry and output okay. If information is provided in the future, a supplemental report will be issued.